Manufacturer narrative:
Updated block: the reported complaint could not be confirmed. Per data log analysis, the complaint indicates the issue (erratic backflow alarm) occurred on (B)(6) 2019. The log shows the system was used on (B)(6) 2019, but not on (B)(6)2019. On (B)(6) 2019 a perfusion screen is opened. During the case there were no backflow alarms reported. There were no indications of any alerts or alarms from any module. The previous date the system was used before (B)(6) 2019 was on (B)(6) 2019. There were no backflow alarms on that date either. The log does not confirm the complaint. No indication of a problem in the logs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) observed the flow module to perform as expected when hooked up to a lab use only (luo) pump, luo flow sensor, and water loop in ambient and cold temperatures. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's perfusionist, the inaccurate backflow alert could only been seen by going into the message screen, there was never actually backflow.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor had an erratic backflow alert. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) was not able to duplicate the reported complaint. Logs were collected and per the manufacturer's technical support specialist, there were no errors logged. He did note that the pump associated with the flow module was running below coast speed and may have triggered a brief alert that only showed on the central control monitor (ccm) and not stamped in the data logs. The unit operated to the manufacturer's specifications.